Manufacturer narrative:
(B)(4). Evaluation indicates: review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the device user drained out 4035 ml (68% iipv). Continued device log review revealed the last 6 therapies performed using the device occurred (B)(6) 2010 ending (B)(6) 2010 and were all successfully continued to completion. A communications check was performed and the device functioned normally. Evaluation of the device revealed no failure or malfunction that could have caused or contributed to the iipv found in the logs. The assignable cause of the iipv found in the device logs was determined to be: insufficient drain, false empty detect and use error: clinician inappropriately set the minimum drain volume % too low (80%). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during cycle 4. The programmed drain volume 4035 ml (drain 4 of 3728 ml + post therapy drain of 307 = 4035 ml). This drain volume meets baxter?s iipv criteria.

Manufacturer narrative:
(B)(4). The device has been returned to the (B)(4). Upon completion of the evaluation, a follow up report will be submitted. This MDR was submitted on (B)(6) 2010; however, due to a failed (B)(4), this MDR is being resubmitted on (B)(6) 2010.